Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort due to the pump being positioned to high in the scrotum. Besides that, the patient states that the reservoir can be seen under the skin causing a visible bulge. The device remains implanted, and a revision appointment will be scheduled. No further details were provided.